Manufacturer narrative:
(B)(4). Explant date: not applicable; lens remains implanted at the time of submitting the MDR. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptic got stuck behind the optic after the lens had been inserted into the patient's eye. In follow-up, it was reported that the lens was implanted successfully. No further information was provided.

Manufacturer narrative:
There was no visual inspection of the lens as the lens remains implanted in the eye. The injector of the pcb00 unit was discarded by customer. A manufacturing record review (mrr) was performed and the pcb00 units were manufactured within specifications. Cosmetic inspection, optical measurement and pushrod-plunger assembly inspection for defects were performed and showed that the devices were manufactured within specifications. The directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.